Manufacturer narrative:
Concomitant medical products: dtma1d1, crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds were elevated and variable. It was also noted that elevated lv outputs were decreasing cardiac resynchronization therapy defibrillator (crt-d) battery longevity rapidly. The device and lv lead remain in use. No patient complications have been reported as a result of this event.